Event description:
An ipp device was implanted, date not provided. The pump and cylinders were removed from the pt and replaced on 5/5/97 due to a hydraulic abnormality of cylinders. Unable to obtain add'l info.